Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the isi core involved with this complaint and completed the device evaluation. The reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The site called in to report 23210 faults turning into 40067. The isi core was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. Ran 30x power cycles with this isi core, and all passed. The isi core remained on the test system for 4 hours in normal operation, while testing other parts, and it performed without any issue. When reviewing the remote error log at the site there were 40 occurrences of error 86, and 78 occurrences of error 310.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start, post anesthesia, of a da vinci-assisted ventral hernia ipom surgical procedure, the system was getting errors 41014. The customer power cycled the system and the system powered up but faulted with errors 23210 pointing to the boom and the cart drive. The technical support engineer (tse) asked the customer regarding the boom height and if they could work if it was disabled, the fault converted to an error 40067. The customer performed a hard power cycle on the patient side cart (psc) but the fault returned in the same sequence. The tse had the customer hard cycle the entire system and the issue remained. The tse relayed that with this sequence of faults and boom height, the psc would not be able to be used. The procedure was converted to a laparoscopy procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-apr-2022: the customer did not know how long the procedure was. There were no post-operative complications and the procedure was completed with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found damaged rj45 cat5 feed-thru connector and replaced it to correct this issue. The fse found the vision cart would not complete power up or connect to the patient side cart (psc) or the surgeon side console (ssc) and had multiple faults. The fse replaced the core to resolve this issue. The system was tested and verified as ready for use. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the logs were not available at the time of event. An event verification confirmed the procedure was performed on the reported event date of 19-april-2022 on system sk1312. This complaint is considered a reportable malfunction event due to the following conclusion: the procedure was converted to laparoscopy post anesthesia, due to repeated recoverable faults. It was unknown if ports were placed at the time. While there was no harm or injury to the patient, system unavailability after first port incision could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.